Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from the importer report: the pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
Additional information from the importer report: (B)(6) 2012, brand name: pelvitex polypropylene mesh, catalog # 486015. (B)(6). (B)(4). Note: this report corresponds with bard's report # (B)(4) for a "pelvitex".